Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that a 1267-100 radiolucent targeting arm green button was defective and did not hold the sheath securely and a 5033-100 galileo capturing rod end snapped off when the surgeon unscrewed the rod. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection noted scratches on the surface of the distal end of the metal part of the trochanteric nail. Functional testing was performed and noted that the button, distal screws and button cap (green) did not work activating the bolt, button, and spring button of the radiolucent targeting arm, 125 degree troch nail. The most likely cause of the reported failure can be attributed to user error due to excessive mechanical forces being applied to the button.